Event description:
It was reported that a patient's implantable neurostimulators (inss) were replaced because the right side of the system "was malfunctioning." It was noted that the device was on but "wasn't doing its job." It was reported that the ins replacements did not correct the problem and an x-ray during surgery showed a break in the lead. The lead was not replaced during the ins replacement procedure (see MFR. Report #3004209178-2012-11659 for additional information about the lead). Additional information has been requested but was not available as of the date of this report. See MFR report #3004209178-2013-01035. It was unclear which ins was on the right side of the system. Both inss were replaced.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 7438 lot# serial# (B)(4), product type programmer, patient product ID 3389s-40 lot# v877540, implanted: 2012 (B)(6), product type lead product ID 3389s-40 lot# v877540, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).